Event description:
Customer reported to beckman coulter, inc. (Bec) that there was blood leaking from the aspiration probe onto the aspiration probe collar and a cassette in the mixing station of the unicel dxh 800 coulter cellular analysis system. Customer reported that no patient result or treatment was affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) spoke with customer over the telephone and directed the customer to look at the vacuum chamber 340. Customer reported that they found the tubing disconnected at the bottom of the vacuum chamber. Customer reported that they reconnected the tubing and resolved the drop in vacuum at the probe.

Manufacturer narrative:
(B)(4).